Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that the patient line had not been properly primed. The technical service representative (tsr) explained the alarm and had the caregiver (cg) cycle the power to the hc. The hc alarmed with system error 2367. The home patient (hp) was advised to restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.